Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratched lcd window. (B)(4).

Event description:
The mother reported via phone call that customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 400 mg/dl at the time of incident. Customer was diagnosed with diabetic ketoacidosis. It was also found the customer had elevated ketones and difficulty breathing, prompting the hospitalization. Customer was treated with an IV and insulin drip. The mother also reported the customer was hospitalized again on (B)(6) 2015 with a blood glucose between 400 mg/dl and 500 mg/dl. It was found the customer was vomiting prior to being hospitalized. The cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with an IV of fluids, potassium and insulin. Troubleshooting was not completed as the mother declined to check for the leaks and air bubbles and site/insulin issues. The customer's last known blood glucose was 419 mg/dl. The insulin pump will be returned for analysis.